Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, an anomaly was observed on the anterior view of the device and extending to the posterior view, consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear measuring approximately 0.2 cm, within a shell abrasion area located on the posterior view. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-aug-2020, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device was not returned to mentor. Device evaluation summary: according to the information provided, the patient experienced a rupture on the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected bilateral rupture, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses when the left breast prosthesis ruptured after implantation. An MRI showed rupture of the patient¿s right breast prosthesis. In addition, the patient developed baker grade iii capsular contracture in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2020. During explantation surgery, it was observed that the patient¿s left breast prosthesis had ruptured and that the right breast prosthesis was intact. This medwatch report is for the patient¿s left breast prosthesis. The implantation date reported is before the device manufacture date. Mentor will report the dates as received. If clarification is received, a supplemental report will be submitted.